Manufacturer narrative:
(B)(4). Date sent: 9/3/2020. Investigation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer and knife were noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Responses to additional information request: did the patient receive any preoperative chemotherapy or radiation? [Ans: no]. Were there any issues experienced with the device in the initial surgical procedure? [Ans: no]. What healthcare professional fired the device and what is his/her experience with the device? [Ans: plenty of experience, over 15 years]. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? [Ans: middle b]. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? [Ans: yes]. Was the device difficult to close? [Ans: no]. Was the device difficult to fire? [Ans: yes, it cannot be fired properly and the surgeon cannot compress the firing trigger to the final position]. Did the healthcare professional receive audible & tactile feedback when firing the device? [Ans: no, as the device cannot be fired properly]. Were the donuts inspected? If so, please describe. [Ans: incomplete]. Was a complete transection of the white breakaway washer visually confirmed? [Ans: not sure]. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. [Ans: staple was seen in the pelvis.]. When was the leak identified? [Ans: yes, right after unsuccessful firing]. How was the leak identified? [Ans: by digital examination and by colonoscopy]. What was observed at the site of the leak upon reoperation? [Ans: no reoperation, only admission for fluid drainage]. How was the leak addressed? [Ans: the staple anastomosis was taken down and surgeon did a hand sewn colon anal anastomosis in the first operation]. What is the current status of the patient? [Ans: required prolong hospital stay to deal with pelvis collection and home now].

Manufacturer narrative:
(B)(4). Date sent: 07/08/2020. Additional information received: the patient underwent a 2nd operation to drain out a fluid from pelvis recently. Informed by the hospital, the 2nd surgery was done on (B)(6) 2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. When was the leak identified? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient?

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. H6: component code mechanical (g04). The device was sent for additional evaluation. Upon arrival in the pi lab, the device was visually examined by engineers and tested. The visual inspection did not reveal any findings that are believed to have contributed to the alleged deficiencies noted in the complaint. The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device was test fired a total of two times, once in test skin in juarez and once in tissue in cincinnati, and the device was found to be conforming based on both tests. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the (B)(4) device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, the washer and knife were noted to have nicks. This damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer. The device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a lap anterior resection, there was bleeding and an air leak after firing the circular stapler cdh29a. The crunch sound was not heard when the doctor squeezed the firing handle and the stapler was stuck with some of the tissue, which was not cut properly upon removal of the stapler from the patient. The surgeon claimed that the device was stuck and needed special care to remove from the patient. With colonoscopy, it was found to have bleeding and an air leak, while some of the staples could be seen under laparoscopy. The surgeon used suture to repair the whole anastomotic line transanally and successfully complete the surgery. Surgery was delayed an unspecified amount of time and no fragments were generated. There were no patient consequences.